Manufacturer narrative:
Other text: g5: 510k; and d4: UDI number is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is alarming very loudly with nothing was on the screen. Patient could not get the screen to display anything after multiple attempts to power on/off. Had patient remove batteries and attempt a hard reset. Pump immediately started alarming again and still no display screen. No patient injury. No additional information.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to the battery being dead or dislodged, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).